Event description:
"The perclose a-t closure device did not deploy correctly and lodged in the pt's femoral artey, where it came a part and cause a hole that had to be repaired. Upon furhter query with the customer, the following info was received in 2004 the physician attempted an arteriotomy closure with the perclose a-t (closer ak) device after a renal artery interventional procedure. The procedure was performed via the right common femoral artery. Fluoroscopy as performed prior to the procedure and the condition of the vessel is unk. The device was inserted without difficulty; however, "difficulty occurred with device removal." A cut down was performed to remove the device. Reportedly,"there was component separation of one of the wires and the foot plate would not retract in line with the catheter and caused a tear within the femoral artery." The deivce was completely removed frm the pt. The physician held manual compression for twenty minutes. Reportedly, the pt continued to bleed. Heparinization was reversed with protamin but the bleeding continued. The vascular surgeon continued to hold manual pressure while the radiologist was able to access the left common femoral artery using an "up-and-over technique." He was able to place an over-the-wire fogerty occlusion balloon proximal to the common femoral artery injury. Reportedly, the bleeding was under control and the pt was transported to surgery. The pt underwent a repair of the right common femoral artery with a dacron graft. The common femoral artery was significantly aneurismal, 3.0-3.5 cm in size; distal to the external iliac and extended to the level of the common femoral bifurcation. The pt, while in surgery, experienced unspecified electrocardiographic changes and hypotension due to "the acute blood loss." The electrocardiographic findings revealed "acute coronary insufficiency" which was resolved with a blood transfusion; amount transfused unk. The hypotension was "pharmacologically treated." The pt was transferred to the intensive care unit in stable condition. Although requested, additional pt info was not provided.